Event description:
Pt has a history of diabetes mellitus type 1 with neuropathy. On or about (B)(6)-2007, pt underwent a surgical procedure to lengthen his achilles tendon as part of a treatment of a plantar ulcer on the bottom right foot. Pt was prescribed an orthopedic "boot" post surgery. On (B)(6) 2007, the "boot" was removed to reveal severe open, necrotic ulcers in the heal region and the medial aspect of the first metatarsophalangeal joint, which had not been present when the boot was fitted post-surgery. Pt's surgeon attributed these new wounds to a defect in the design of the boot. Pt has since undergone multiple courses of antibiotics, hyperbaric oxygen therapy and multiple surgeries, including debridements and skin grafts to resolve the injury created by the boot.